Manufacturer narrative:
The device was discarded at the user facility; therefore, a returned device analysis was unable to be conducted. The most probable root cause is determined to be user related, since the device was used on a 6mm diameter vessel. Per the directions for use, "the diameter of the vessel at the site of filter loop placement should be between 3.5mm and 5.5mm for carotid procedures. Confirm angiographically that the vessel diameter is appropriate for treatment with the filterwire ez system and ensure that the correct device size is selected."

Event description:
Same event as MFR# 6000089-2007-01608. It was reported that 2 hrs post procedure, the pt presented with right hemiparesis. The 10mm, 80% stenotic lesion was located at a bifurcation of the carotid artery. The vessel diameter was 6mm. The wallstent and filterwire ez were successfully used and the artery remained permeable following the procedure. The pt had been started on aspirin and clopidogrel, prior to the procedure and received heparin during the procedure. Two hrs post procedure, the pt presented with right hemiparesis. The pt was treated with 325mg/day asa and 1 tab/day clopidogrel and currently has severe paresia at the right inferior limb without brachial or facial impact. In the opinion of the physician, the hemiparesis was not related to the devices.